Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that, on study day 3, a subject experienced blurred vision os, 2 days post-op. The subject attended an unscheduled visit the same day and had significant loss of vision, 4+ cells in the anterior chamber and no clear view to the posterior segment. The eye was comfortable. It was decided to treat as per the endophthalmitis protocol and the patient proceeded to have an urgent vitreous and ac tap + intravitreal abx and dexamethasone in the emergency department. The vitreous tap confirmed endophthalmitis with gram + cocci seen on microscopy.

Manufacturer narrative:
We have been informed that, on study day 3, a subject experienced blurred vision os, 2 days post-op. The subject attended an unscheduled visit the same day and had significant loss of vision, 4+ cells in the anterior chamber and no clear view to the posterior segment. The eye was comfortable. It was decided to treat as per the endophthalmitis protocol and the patient proceeded to have an urgent vitreous and ac tap + intravitreal abx and dexamethasone in the emergency department. The vitreous tap confirmed endophthalmitis with gram + cocci seen on microscopy.since the involved disposable dual bore bss injection needle was not returned, no physical examination could be performed. Review of the manufacturing and sterilization records revealed no deviations. Based on the information received it was determined that the reported endophthalmitis was most likely related to gram positive cocci that were extracted from the vitreous samples taken from the patient's eye. Since the sterilization records showed no deviations, the presence of bacteria, and therefore the endophthalmitis, is not consisered to be attributed to the bss injection needle.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.remedial action/corrective action/preventive action/field safety corrective action (fsca) is not deemed required. All similar incidents on the infusion cannula's and subretinal injection needles related to the failure mode as reported vfi-endophthalmitis are included in the analysis. In total, more than 36000 products were distributed since 2018.

Event description:
We have been informed that, on study day 3, a subject experienced blurred vision os, 2 days post-op. The subject attended an unscheduled visit the same day and had significant loss of vision, 4+ cells in the anterior chamber and no clear view to the posterior segment. The eye was comfortable. It was decided to treat as per the endophthalmitis protocol and the patient proceeded to have an urgent vitreous and ac tap + intravitreal abx and dexamethasone in the emergency department. The vitreous tap confirmed endophthalmitis with gram + cocci seen on microscopy.